Event description:
The customer reported that the cine function was not operating properly, the system freezes during subtraction runs. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rtos was evaluated and replaced. The system was tested and found to be working as intended and returned to service.